Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The distributor reported that there has been an ongoing issue with opening the uno epi-fix securement device packages without contamination of the device. It was reported that each box had 50% of the paper side ripped before the contents can be used/or handed over therefore, rendering it unsterile. It is unknown how many products were affected and the lots involved. It was also reported that these devices were not used on the patients. No further details have been provided.